Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the right coronary artery (rca). When the taxus liberte 20 x 3.00mm stent was unpacked, the stent was "deformed." The procedure was completed with another taxus liberte 20x3.00mm stent. No patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some proximal stent struts were bent back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. Solidified blood was present within the inflation lumen, indicating the device had been prepped for use. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.